Event description:
It was reported that there was retention of a "considerable" amount of serous effusion between "40 and 50 ml" was observed in a subcutaneous area around the pump. It was reported "considering the amount, the retained fluid might be from regurgitation of the cerebrospinal fluid, and not baclofen." The patient might have selected one of the following options "reinforcing purse-string suture by surgery, if itb to continue" and "removal of pump system, if itb to discontinue." It was reported that "in either case, the patient will be hospitalized and receive surgery." The pump was later filled with saline. It was later reported that a catheter contrast study was performed on 2/18/2013 and that "there was no problem with the catheter."

Event description:
It was reported that the pump was explanted on (B)(6) 2013. The patient outcome was reported as 'recovering.'

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# 0205940472. Product type: catheter. (B)(4).